Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 56 mg/dl. The customer reported pump rebooting, damage to pump. The event involved product(s) mmt-332a, mmt-1884, mmt-213a. Troubleshooting was performed for hypoglycemia and confirmed that the customer was using insulin pump within 48 hours of reported event. Troubleshooting was performed for damage to pump and confirmed crack on battery tube side impacting pump functionality. The pump asked to enter date and rewind. The customer also reported damage to device label following usage. No further patient complication was reported. The customer will discontinue the use of pump. No product return is required for mmt-332a, mmt-213a. Product mmt-1884 will be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. History was download successfully using thus software. The long traces file did not confirm, rewind anomalies, motor voltage error or motor drive error alarms. Unit was cut open to perform visual inspection and found no moisture noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. The following were noted during visual inspection fading serial number label, cracked battery tube threads, cracked keypad overlay at select button and cracked battery tube side compartment. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for rewinding anomalies during testing. Unit passed all the required tests. Unit was confirmed damage at battery tube compartment and fading serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.